Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Additional information received that there were no sensing values in biopolar configuration. It is suspected that the suture sleeve was too tight. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Physician decided to cap this lead because not sure if truly working correctly. No adverse patient events were reported. Should additional information be received, this file will be update.